Event description:
Pt was in our dept for a native kidney biopsy. After the procedure was done, it was noticed by our physician assistant that the biopsy device was damaged. She showed it to dr. The device looked like the outer sheath had be splayed open. The group checked on the pt until the end of the day and she was fine. FDA safety report ID # (B)(4).